Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "high pressure line" alarm. The patient went to the emergency room, the line was evaluated, and the patient was sent home. No adverse patient effects were reported.

Manufacturer narrative:
Two samples were returned for analysis in used condition without their original packaging. Visual inspection of the samples found no discrepancies. Functional testing included use testing. The samples were connected to a cassette and tested using a cadd-legacy plus pump. When testing the units, the pump showed the message "high pressure" and priming couldn't be done with both samples. Additional testing was performed using a hydrostat vessel. When testing sample 1, the liquid passed through the entire unit but resistance was present. When testing sample 2, a leak was found in the filter. The samples were cut and they were inspected and a little excess of solvent was found inside the microbore tube of sample 1 and no discrepancies were found in sample 2. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was unable to be confirmed. The root cause of excess solvent was attributed to either the operator applying an excessive amount of solvent in the bonding between the tube and the valve or production personnel not detecting excess solvent. The root cause of the leak was attributed to either the filter being sent by the supplier in defective conditions or the filter becoming damaged after leaving the manufacturer.